Manufacturer narrative:
Patient weight not available at the time of reporting. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a navigated direct lateral interbody fusion (dlif). It was reported that the navigated inserter was allegedly inaccurate. The navigation system with this instrument showed the navigation cad clydesdale model in a different location than as the fluoro shot. The navigation system showed the model to be 5 millimeters more proximal than the actual location of the implant shown on the fluoro shot. There was no reported impact to patient outcome.